Event description:
Procedure: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, disability and impairment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
(B)(4).

Event description:
Per pfs, she stated that she have constant pressure in her pelvic area, sometimes abnormal bleeding. She has not been able to have sexual intercourse with her husband because of the pain and discomfort the mesh causes for him and herself. She has urine retention and leakage. She can only sleep on her back without discomfort, if she sleep on her side or stomach there is pain and she has bladder infections and depression. (Medical records are not available to substantiate the above complaints) further gynecological records are not available for review to know the progress of the patient.